Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by incorrect network speed/duplex settings. A field service engineer found the station offline in rss and in critical override onsite. Logged in using cfnadmin, updated network settings to 100 full duplex as per site requirement and rebooted the station. Verified the station was online in rss post-reboot, though disconnect mode remained due to a known interface issue handled by the upgrade team. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was offline in remote smart service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.